Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed the patient's left ventricular (lv) lead capture threshold was increasing. The physician explanted the lv lead. The patient was stable throughout.